Event description:
The IV pole is unstable during transport. The weight of the IV pump lends itself to causing the IV pole to tip over.what was the original intended procedure?transport of IV pump.device #1is this a laboratory device or laboratory test?no.